Event description:
Heartmate 3 lvad presents with staph aureus driveline infection requiring IV antibiotics for 4 weeks followed by suppressive oral antibiotics. No surgical intervention required at this time.